Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va02241, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the shocking occurred in (B)(6) 2013.